Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to no button response. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for battery out limit. Blood glucose reading was 300 mg/dl. Customer stated that the insulin pump was dropped into the ocean. The customer has been treating with manual injections. The insulin pump turns on and the buttons are unresponsive. Troubleshooting was performed. Keypad buttons were unresponsive. Advised that the insulin pump will be replaced. Nothing further reported.